Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted I-beam was fully retracted, the jaw was open, the sled was visible at approximately one half the cartridge length, and staple pushers were partially flush with the cartridge. Functionally, the reload was applied to the test media. All remaining staples were placed and test media was cleanly transected. The safety interlock feature successfully prevented the reload from firing again. Evaluation of the returned device¿s condition revealed that it had been applied on tissue beyond the indicated range. It was reported that the device did not work as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, when resecting the rectum, a cracking sound was heard from the handle. Both the cartridge and the handle were replaced and were able to able to cut without problems. There was no patient injury.